Event description:
It was reported that the patient's device had a large drop in the battery voltage between 4 month follow-ups, from 2.72 volts to 2.65 volts. An explanation of why this occurred and an estimate of the remaining device longevity was requested. It was further reported that an elective replacement indicator was triggered. The device was extracted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient's device had a large drop in the battery voltage between 4 month follow-ups, from 2.72 volts to 2.65 volts. An explanation of why this occurred and an estimate of the remaining device longevity was requested. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.